Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was admitted from clinic for gastrointestinal bleeding. The patient had a bloody bowel movement once daily for the last week. Hemoglobin dropped from 12 g/dl the prior week to 8.8 g/dl in clinic. The patient was treated with a blood transfusion. No further information was provided.